Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative swapped out the imaging system computer due to unresponsive applications. A computer was sent to site and replaced. The system was tested after replacement and passed all checks, it was put back into use. The computer was sent back to the manufacturer for evaluation. Could not confirm reported problem. The imaging system computer was installed in a fully functional system and ran without any issues. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported after multiple imaging system application crashes and re-loads of the software being needed the imaging system computer was replaced. There was no patient present when this issue was identified.